Event description:
It was reported that the downstream occlusion sensor seal was bubbled up and the battery compartment had contamination. It is unknown if the issue occured during patient use. No adverse patient effects were reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a bubbled dso seal, contaminated battery compartment, confirming the reported problem and root cause. The dso seal and battery compartment were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.